Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was not working. The customer¿s blood glucose level was 451 mg/dl. The customer reported that they had received the insulin flow blocked alarm multiple times. The troubleshoot was not performed for high blood glucose and insulin flow blocked alarm. The insulin pump will not be returned for analysis.